Event description:
A pharmacist reported that a customer returned a box of test strips because of inaccurate readings. She also stated that the result of a normal control solution test she had performed was well below the control range (no specific result available). On 9/16/96, after obtaining a reading of 28 mg/dl, the customer returned the test strips to the pharmacy and bought a box of another brand test strips, lot 646737a, exp. 7/98. She also said that she replaced the battery in the meter unneccessarily. Upon arriving home from the pharmacy she performed a blood glucose test with another brand test strip and obtained a result of 108 mg/dl. The customer performed check strip test with a result of 74 versus a range of 68-91. The customer stores the test strips in the spare bathroom where no baths or showers are taken. The desiccant is in the open bottle.